Manufacturer narrative:
(B)(4). Batch # l53f5x. The following information was requested, but unavailable: was the sterility of the device compromised as a result of the damage to the packaging? No information. The analysis results found that the nlc55 device was returned inside its package; the package was returned partially open. Upon visual inspection, it was observed that the blister from the packaging were damaged; the blister was found to be broken at one of the sides of the package. Due to the damages found on the packaging and the device, a possible cause for this condition is due to improper handling during transit or storage; it appears that the package hit a hard surface and this caused the reported event. All ees product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed on a routine basis for any associated trends. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an open gastrectomy, it was found that the package was damaged when the outer box was opened. The device was not used for the patient. Another device was used to complete the case. There were no adverse consequences to the patient.